Event description:
The event occurred during an elective vascular prosthesis implant procedure and is being reported due to the intervention required to complete the procedure. There was no death or serious injury. The surgeon was performing a femoral-popliteal bypass using a vascutek maxiflo eptfe vascular prosthesis. He had completed both the proximal and distal anastomosis under heparinization, when the graft split longitudinally 2cm from the proximal anastomosis end. The incident was immediately resolved by suturing the cut ends of the graft with interrupted prolene sutures between the two cut ends. This was then covered with a saphenous venous graft. The procedure was prolonged for one hr. Due to the severe bleeding encountered, the pt underwent a transfusion of 1000cc packed red blood cells. After the operation, the pt transferred to the ic unit and was kept in hosp under observation for 2 weeks after the procedure. On discharge, their condition was reported as fair.